Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had surgery to revise their neurostimulator (ins). Initially, the patient stated they felt like their neurostimulator had shifted in their pocket and experienced pain. The patient previously had a revision surgery of their ins last year. The patient denied any falls, bumps or trauma to their ins site. The patient received a new neurostimulator as per physician request. The tined lead was not revised. The stimulation was turned back on in recovery and the patient reported doing pretty well post-revision.

Event description:
It was reported the patient had surgery to revise their neurostimulator (ins). Initially, the patient stated they felt like their neurostimulator had shifted in their pocket and experienced pain. The patient previously had a revision surgery of their ins last year. The patient denied any falls, bumps or trauma to their ins site. The patient received a new neurostimulator as per physician request. The tined lead was not revised. The stimulation was turned back on in recovery and the patient reported doing pretty well post-revision.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "pain" and "migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block h6: patient codes.